Event description:
It was reported that there was a variation in the ventilation's pressure set and read values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was claimed that there was nonconformity in the controlled pressure parameter. Identification of issue has been done by analyzing problem description, service report and communication with field service engineer. There was no patient involvement. According to the information provided by the technician, the issue has been solved by replacing both pressure transducer (expiratory and inspiratory) boards and monitoring printed circuit board. The device passed all performance tests and could be returned to clinical use. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.